Event description:
It is reported that the pt had a dialysis catheter implanted, right internal jugular vein. Successful finish 2 times dialysis. The catheter tip placed within the superior vena cava between the sixth rib and seventh rib. On (B)(6) 2012, the doctor found that the catheter was out of position 3cm when he was preparing dialysis for the pt. The cuff had grow into tissue and separated from the catheter. Therefore the doctor had to extract the catheter and implant a new dialysis catheter.

Manufacturer narrative:
The complaint of a detached surecuff is confirmed; however, a determination of the mechanism of damage is undetermined at this time. A slight impression in the tubing where the heat sleeve/surecuff would be located on the catheter is observed 2 inches distal to the bifurcation site. It should be noted that the complainant has forwarded two sure cuff's. There is only one sure cuff per catheter. The complainant makes no mentioned of a second catheter failure in the complaint incident report. Both heat/sleeve sure cuff's show a large amount of blood and tissue residue embedded in the dacron material. No other damage to the catheter was observed. An lhr of lot #reuf0517 shows this to be an invalid lot number. A sequential search was facilitated and no lot number matched the implicated sample.